Event description:
Reporter indicated that the site's dell x5 handheld computer would not hold a charge event though it is kept plugged in at all times. Per reporter, the light comes on while the handheld is unplugged, but then it gives an error message when used. Troubleshooting was done by a MFR representative, but the problem persisted. Product was returned to MFR, but analysis is pending.